Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, lead, implanted: (B)(6) 2001; 4196, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that during a device check, there was right atrial (ra) lead over and under sensing and the device had an unexpected longevity with elective replacement indicator (eri) in less than 2 years, in addition to the high lv lead pacing thresholds. During the system modification, intermittent loss of capture from the right ventricular (rv) lead was noted, possibly due to lead injury from the extensive procedure required to attempt to remove the lv and ra leads. The device, lv and rv leads were removed and replaced. The ra lead was capped and replaced. After a very long procedure under general anesthesia, the patient tolerated extubation. But in the outpatient recovery unit, the patient had a respiratory arrest requiring bag-valve-mask ventilation and later use of continuous positive airway pressure (CPAP) with pressure support breaths. The patient was monitored overnight in the ICU and spent another night on a regular floor. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.